Event description:
The complainant reported that during the therapeutic placement of a vaxcel pasv port in a patient (age and gender unknown), the guidewire began to unravel 2 - 3 inches from the end, and continued to unravel in the patient. The physician successfully removed the entire device from the patient, including the unraveled portion, as at no time did any portion of the wire completely separate from the wire. The complainant reported that there were no additional complications to the patient as a result of this reported problem.

Manufacturer narrative:
H4 - user facility was unable to supply the correct lot number of the device used, consequently, the manufacture date of the device is unknown. This device has been received by this manufacturer, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available; a supplemental medwatch report will be filed number the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedures.